Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was blocked in the patient. The capsule was ingested in order to explore anemia, but was not able to evacuate because of the stenosis of hail. There was no surgical intervention for the moment to retrieve it. The patient was prepped for the procedure. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint.if information is provided in the future, a supplemental report will be issued.